Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a low predicted alarm from the insulin pump. The customer stated that his blood glucose can be 300 mg/dl and his sensor glucose can be 200 mg/dl and the pump will read predicted low. The customer stated that he has changed his sensors and it still read low predicted alarm. The customer was assisted with reviews on the sensor settings and customer stated that the predict alerts is off. The customer stated that he received predict low even when his blood glucose are stable. The customer stated that he had ongoing issues with predictive low and had been using different sensors for the pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The test minilink transmitter communicated properly to the pump. No unexpected low/high predicted alarm noted. The pump was received with minor scratches on the display window.